Event description:
The physician was using a sprinter legend device to treat a lesion in the proximal cx. The device was inspected and prepped prior to use with no issues noted. During the procedure the sprinter legend balloon was inflated to 14 atm and burst. No clinical sequelae reported.

Manufacturer narrative:
Evaluation, results: related to operational context- balloon material may have been damaged during advancement by accessory devices and/or the vessel morphology. No results available since no evaluation performed - device or procedural images not provided for review. Conclusion: operational context caused or contributed to the event-balloon material may have been damaged during advancement by accessory devices and/or the vessel morphology. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).